Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication is unknown. There was no report or allegation from the customer of a deficiency of the davinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. Review of the logs for the sureform 45 stapler instrument (part #480445-04, lot t91200720-031) associated with the event, shows that the instrument fired qty 2 reloads (both green). Both firings were completed per the logs. First firing appeared to pause 1 time, and the second firing had no pauses for compression. There were no incomplete clamps noted in the procedure. A review of the site's complaint history found that there were no other complaints for this product. No image or video clips for the reported event were submitted by the customer for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted low-level resection surgical procedure, the surgeon cut the rectum with green sureform 45 reload in error. At the time of the second fire, the surgeon did not notice that the anvil of sureform 45 entered the rectal cavity and fired, so only the anterior wall of the rectum was tapering. As a result, stool in the rectum entered the body cavity. Subsequently, the procedure was converted to laparotomy to address the problem. The patient is reported to be recovering with no issues.

Event description:
It was reported that during a da vinci-assisted low-level resection surgical procedure, a surgical complication reportedly occurred in that the surgeon cut the rectum with green sureform 45 reload in error. At the time of the second fire, the surgeon did not notice that the anvil of sureform 45 entered the rectal cavity and fired, so only the anterior wall of the rectum was tapering. As a result, stool in the rectum entered into the body cavity and this caused the procedure to be converted to laparotomy to address the issue. The surgeon had confirmed that it's a "technical problem", and not a mechanical problem. On 26-mar-2021, intuitive surgical, inc. (Si) obtained the following additional information: it was reported that during the 2nd fire of the procedure, while doing a rectal transection using sureform45, the surgeon stapled only the anterior wall of the rectum, the stool in the intestine flowed into the body cavity from anastomotic site. The surgeon did not experience any firing issues when the reported incident occurred. It was confirmed that the cause of the intra-operative complication was that the intestinal wall was not properly anastomosed due to a problem of the surgeon's anastomosis procedure (techniques), not a malfunction of the medical device. As a result, the surgeon converted to laparotomy, and then, irrigation and rectal anastomosis was performed. The patient is reported to be recovering with no issues. The site had confirmed there was no malfunction of an isi device and further confirmed that the reload and stapler instrument have all been discarded.